Manufacturer narrative:
(B)(4). Batch #: v94z1x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken and the knife damage at the tip. Upon visual inspection to the device it was observed that the insulator was cracked and the ground wire was broken at the distal guide area. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. Due to damage at the distal guide the device was difficult to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It is possible that the damage at the knife tip could have occur if the jaw are clamped when the knife is out track. Although no conclusion could be reach on how the distal guide weld got broken. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure that towards the end of the procedure during mobilization of the uterus the cut functionality locked in place and would no longer cut. Generator gave error message of reposition jaws and re-activate around the same time. Another device was not needed to complete the procedure. There were no adverse consequences for the patient.